Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a secondary endovascular procedure to reline with a non-endologix device. The reported type iiia endoleak, however, is unconfirmed. The clinical assessment also determined that there was evidence to reasonably suggest the following occurred that were not included in the event as reported: patient presented with a ruptured aaa on (B)(6) 2019 and secondary repair was completed the day after with plug of the right limb (origin of rupture) and to create a fem-fem bypass. These additional findings were discovered on during review of the 49-month post-initial implant CT scan. The procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. The final patient status was stable post the repair. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Device iteration is afx with duraply.

Event description:
Additional information received per clinical assessment confirming that the patient also presented with a ruptured abdominal aortic aneurysm (aaa) on (B)(6) 2019.

Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent where the specific device information for this patient is unknown at this time. Approximately six (6) years post initial implant (initial implant was said to be sometime in 2013) the patient presented with a type iiia endoleak. The physician elected to perform a secondary procedure to reline the device with a non-endologix device. No further additional information or patient sequelae has been reported at this time.